Event description:
Boston scientific received information that this at a routine follow up high out of range pacing impedances were noted on the right ventricular (rv) lead associated with this cardiac resynchonization therapy defibrillator (crt-d). These impedances had increased since the implant procedure. At the most recent follow up, it was noted that the impedances had risen once again and an increase in pacing thresholds was also noted. Subsequently, at a one month follow up the thresholds had increased and a new lead was implanted. The device remains implanted while the old lead was capped and left in the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains implanted while the lead was capped and remained in the patient. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon detailed analysis at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the clinical observations.

Manufacturer narrative:
Additional information revealed that this device was explanted for unknown reasons and returned for analysis. Upon detailed analysis this investigation will be updated.